Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient's implantable cardioverter defibrillator (ICD) was in backup vvi mode. The patient presented in clinic on (B)(6) 2021 for follow up. Interrogation confirmed backup vvi due to event queue overflow and programming changes were performed to resolve the issue. Patient condition was stable.